Event description:
Same case as MDR ID: 2134265-2014-08207. It was reported that a balloon rupture and vessel dissection occurred. A 2.50x16mm synergy¿ stent delivery system (sds) was advanced to the highly calcified target lesion; however, the sds could not cross the lesion. A 2.50x12mm nc quantum apex¿ balloon catheter was then advanced to the lesion. The balloon was inflated to 22atms and ruptured. When the physician attempted to remove the device it became lodged in the lesion and was removed by the use of a snare. It was noted that a dissection occurred and as a result the patient was referred for coronary artery bypass surgery. The procedure was completed without further incident. It was noted that the patient underwent surgery and is reportedly doing well.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Event description corrected to: it was reported that a balloon rupture and vessel dissection occurred. A 2.50x16mm synergy stent delivery system (sds) was advanced to the highly calcified target lesion; however, the sds could not cross the lesion. A 2.50x12mm nc quantum apex balloon catheter was then advanced to the lesion. The balloon was inflated to 22atms and ruptured. When the physician attempted to remove the device it became lodged in the lesion and was removed by the use of a snare. It was noted that a dissection occurred and as a result the patient was referred for coronary artery bypass surgery. The procedure was completed without further incident. It was noted that the patient underwent surgery and is reportedly doing well.